Event description:
Home health nurse reporting pump problems. Constant problem has been persistent for weeks stating air in lines. Per nurse there is no air in line and the notification has occurred during all infusions recently. Nurse reports they have completed all troubleshooting possibilities, including replacing of batteries. Nurse has completed infusions via gravity when needed. Pump is available for return. Pharmacy replacing device. No missed doses or adverse events reported due to product issue. No further info. Reported to (B)(6) by: health professional.